Event description:
It was reported that during a procedure the housing detached from the saw and dropped. There were no adverse consequences, medical intervention or significant procedural delays. The procedure was completed with another device.